Event description:
It was reported that the patient fell and presented with a broken medial tibial plateau. It was further reported that the patient required a knee revision.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon baseplate was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: the baseplate was returned for evaluation. Scratches are visible on the superior surface of the baseplate consistent with invivo use and explantation process. Biological matter and bony in growth is visible on the inferior side of the baseplate. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms tibial plateau fracture, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the medical review comment confirmed tibial plateau fracture. The baseplate was returned for evaluation. Scratches are visible on the superior surface of the baseplate consistent with invivo use and explantation process. Biological matter and bony in growth is visible on the inferior side of the baseplate. The exact cause of the event cannot be confirmed as insufficient information was provided. Primary and revision operative reports, clinical and past medical history, are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient fell and presented with a broken medial tibial plateau. It was further reported that the patient required a knee revision.